Event description:
It was reported the patient's ipg reached end of life. It is unknown if the ipg depleted prematurely. As a result, surgical intervention occurred wherein the ipg was explanted and replaced, addressing the issue.

Manufacturer narrative:
B3: date of event is estimated. A patient's ipg reached end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.